Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply, generator interface board, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that intermittently the system displayed a communication error and would not boot up. There was no patient injury or death reported.